Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 6 years, 1 month the patient remains ongoing on lvad support with the device and an ungrounded patient cable for use with the power module. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that after over 6 years of support, an advisory and red battery alarm occurred during power module support. The power module was exchanged; however, the next day a pump stoppage and low flow alarm occurred during power module support. The system controller was changed to battery support and no further alarms occurred. The patient was admitted to the hospital for further investigation on (B)(6) 2017. After connecting the system controller to the hospital¿s power module with a grounded patient cable, stable pump speed could not be achieved and many low flow hazard alarms occurred. No issues occurred when the system controller was connected to a non-grounded patient cable. The patient was asymptomatic. Images of the driveline external to the patient showed one potentially suspect area close to the distal connector. On (B)(6) 2017, an external driveline evaluation was performed by the manufacturer¿s technical services representative. The device passed electrical continuity testing, and the alarms were unable to be reproduced when palpating the external portion of the driveline, or while the patient performed body movements. The silicone jacket at the suspect area was opened to observe the potentially suspect area of the driveline. The driveline looked intact and slightly brown inside the bionate layer, which was normal regarding the age of the driveline. The shielding was intact and held its structure, with no massive disruption of the shielding found. No damage at the insulation of any wires were found. During the entire procedure, no event alarms were reproduced. The patient was provided a non-grounded patient cable for use with the power module. No additional information was provided.

Manufacturer narrative:
The device remains in use supporting the patient and was not available for evaluation; however, the reported pump stops and low flow events were confirmed through the evaluation of the submitted log files. The three submitted log files showed the pump struggling to maintain speed, which resulted in many pump stops and low flow events. All of these events occurred while the patient was connected to a tethered power source on one of the power cables. Although the root cause could not be conclusively determined based on this evaluation, the captured events appeared consistent with a potential driveline issue. No other atypical alarms were captured throughout the submitted log files. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.